Event description:
It was reported that the device was undersensing. It was noted that the patient has been undergoing radiation therapy. They attempted to reprogram the device without success. It was suspected that a bit flip in the ramware was causing the behavior. A guided manual restore was performed. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.